Event description:
It was reported that the insufflation valve was broken when it was brand new open. Finally it was replaced. There was no pt consequence.

Manufacturer narrative:
Date sent: 07/11/2007. Information is unavailable; device was not returned for evaluation.